Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power plug was replaced, the cine disk was reformatted and a connector on the isd card was repaired. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys displayed a cine disk not available error upon boot up, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is nor report of pt injury.